Manufacturer narrative:
(B)(4). Date sent to FDA: 08/01/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on an unknown date and mesh was implanted. Approximately one year after the procedure, the patient required re-operation for a recurrent hernia repair in the same location. Additional information has been requested.